Manufacturer narrative:
(B)(4). The investigation concluded that when the user is operating the control panel they may inadvertently activate the wrong switch on the panel which in turn could potentially cause the couch to move in an unwanted direction. (B)(4). This MDR was submitted on (B)(4)-2011.

Event description:
Philips healthcare received a customer complaint that alleged that the gantry control panel is too sensitive and could potentially cause the couch to move in an unwanted direction.